Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). Manufacturing site evaluation: samples received: (B)(6) unopened pouches. There are no previous complaints of this code batch. (B)(6) units were manufactured and distributed, there are no units in stock. One of the sutures has the thread thermally damaged at the thread end and in consequence the thread broke at the attachment area with little effort. Tested the needle attachment strength of the other (B)(6) samples and the results fulfills the OEM requirements. All units have fulfilled tightness test, all pouches are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Complaint is justified. Taking into account that the results of samples received do not fulfil the specifications of the OEM, is determined that the complaint is justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product. According to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). During intervention, the surgeon used the novosyn 4/0 wire. Twice the thread detached which prevents the realization of the act/needle detachment.